Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek med attention following the treatment and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4)- 10/2009 (reuse), electrode belt sn (B)(4)- 10/01/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(6) per pt-month with (B)(6) confidence).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation contributed to the false detection. The pt was reported to be at home at the time of the event. It was also reported that the pt pressed the response buttons. Review of the pt's flags indicates the response buttons were not pressed during the entire event, but the response buttons were working correctly. The pt remains at home and continues to wear the lifevest.